Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based on new information received and a different product code returned than what was originally report, this file is no longer reportable as a malfunction event. Not reportable event.

Event description:
It was reported by the affiliate that during a gastric banding procedure, the product was not delivering energy to the patient. The generator was working but the product did not work (did not cut). When opened and used another product, it worked, so therefore this endopath probe was the problem. No adverse outcome had been reported.